Manufacturer narrative:
The reason for this revision surgery was a dislocated joint. The length of in vivo service was 18 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 139 prior complaints reported against this part number; summary of investigations: 70 for dislocation, 20 for infection, 13 for trauma, 22 for loosening and instability and others not associated with product issues. This is the first complaint against this lot number. Although the complaint indicates the patient returned to normal activities, against the doctor's advice; the surgeon reported no issues associated with the product and provided no information that definitively described the root cause of the dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient resuming normal activities against doctor's advice and dislocating their shoulder joint.